Event description:
It was reported that the device had IV bag fluid did not reflect correct administration of fluids with correct dose of 10ml/hour shown on channel and pump per night rn. Pt lab work reflected high level ptt and concern for pump and or channel malfunction and 8015 involved sn (B)(6). There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had IV bag fluid did not reflect correct administration of fluids with correct dose of 10ml/hour shown on channel and pump per night rn. Pt lab work reflected high level ptt and concern for pump and or channel malfunction and 8015 involved sn (B)(6). There was patient involvement but no harm. During an on-site visit by a bd clinical practice consultant, the charge nurse for the medical/surgical/rehab unit provided additional information for this event: the event involved an over infusion of heparin. The discrepancy was initially identified by the night shift rn. The nurse who started the heparin infusion noticed, around midpoint of the infusion bag, that more fluid had been infused than anticipated. The nurse reported that no abnormal alarms were triggered during the infusion, and there was no visible damage to the IV tubing or pump module. Upon noticing the discrepancy, the night shift rn stopped the heparin infusion, removed the pump module in question, placed it to the side, and connected a new pump module to the pcu to be able to continue the heparin infusion for the patient. At the end of the night shift, the IV tubing, IV bag, pcu and pump module were sequestered in accordance with hospital policy.

Manufacturer narrative:
Correction: describe event or problem. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: date of event annex b: b21, annex c: c21, annex d: d16. Additional information: annex a: a25, annex b: b24, b14, annex c: c19, annex d: d14, annex g: g07001. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of an over infusion of heparin was not confirmed through review of the logs and was not replicated during device testing since the devices were not received for this investigation. A review of the suspect pump module error log could not be performed since the error logs were not received. Review of the device logs did not reveal any activity for the reported date of 16jul2025. The last recorded infusion was programmed on (B)(6) 2025, at 9:24 pm. The initial infusion of heparin (drug ID=158, concentration of 25000 unit/ 250 ml) was manually programmed and started on (B)(6) 2025, at 9:24 pm at a dose of 1000 unit/hr and a volume to be infused (vtbi) of 250 ml. The infusion was stopped the next day, (B)(6) 2025 at 5:25 am, when the unit was channeled off. The system was then shut down at 3:46 pm. The total volume infused was recorded at 80.277 ml. There were no other infusions recorded to have been programmed on the suspect pump module after this time. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Inspection and testing of the reported devices could not be performed since they were not returned by the customer. The alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the devices were reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported over infusion of heparin was not determined. No errors or malfunctions were confirmed through review of the logs and the event could not be replicated during device testing since the devices were not received for this inspection. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had IV bag fluid did not reflect correct administration of fluids with correct dose of 10ml/hour shown on channel and pump per night rn. Pt lab work reflected high level ptt and concern for pump and or channel malfunction and 8015 involved sn (B)(6). There was patient involvement but no harm. During an on-site visit by a bd clinical practice consultant, the charge nurse for the medical/surgical/rehab unit provided additional information for this event: the event involved an over infusion of heparin. The discrepancy was initially identified by the night shift rn. The nurse who started the heparin infusion noticed, around midpoint of the infusion bag, that more fluid had been infused than anticipated. The nurse reported that no abnormal alarms were triggered during the infusion, and there was no visible damage to the IV tubing or pump module. Upon noticing the discrepancy, the night shift rn stopped the heparin infusion, removed the pump module in question, placed it to the side, and connected a new pump module to the pcu to be able to continue the heparin infusion for the patient. At the end of the night shift, the IV tubing, IV bag, pcu and pump module were sequestered in accordance with hospital policy.